Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with the twist clamp in the closed position and a minicap attached to the female connector. The visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. The transfer set was connected and disconnected using an in-lab patient connector by hand with no issues. Torque engagement testing was performed, and the engage/disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. The device met specifications. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection of the minicap transfer set was loose. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.